Event description:
It was reported by a customer on (B)(6) 2011 the fiber aiming beam fired straight out of fiber; the fiber aiming beam and laser beam started to end fire at 30,212 joules. No pt injury was reported.